Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient uses tandem t slim in hybrid closed loop. The patient could not remember if the dexcom was working or not because they weren't able to check the readings from the g6 and bg meter. The patient reportedly had unspecified pump issues as well. The patient experienced weakness and emergency medical services were called. She was treated in the hospital with unremembered medication for an unremembered length of stay. The patient's glycemic state was not documented. The patient could not recall additional details upon follow up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.